Event description:
Litigation papers allege: chronic severe pain in both hips, difficulty walking and moving generally, elevated chromium and cobalt blood levels; emotional distress, medical expenses and increased risk of future injury and harm.

Event description:
Update - 03/04/2015 - ppd received - patient dob and dor for left hip.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: chronic severe pain in both hips, difficulty walking and moving generally, elevated chromium and cobalt blood levels; emotional distress, medical expenses and increased risk of future injury and harm. Doi: (B)(6) 2009 right hip, dor: none reported. Doi: (B)(6) 2009 left hip, dor: none reported. Patient residence: (B)(6). Update - (B)(6) 2012 patient fact sheet form was received. There was no new information that would change the outcome of the investigation. Update - (B)(6) 2014 - der rec'd - added dor, patient demographics, metallosis and sleeve product.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.